Event description:
A family member reported low battery longevity and a blank display in the customer's insulin pump. The display did not return after troubleshooting with the 24 hour helpline was completed. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 100 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify low battery alert and weak battery due to blank display. The insulin pump has minor scratches on lcd window.